Event description:
A (B)(6) male patient underwent six vessel coronary artery bypass graft surgery. During procedure, the cardiac output device gave wrong reading. Upon inspection, it was noted that the tubing from the iced thermoset delivery system would not connect properly and leak out. The leak occurred from the male end of the tubing.